Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -10.0/+1.5/020 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020, the lens was exchanged with a same length and model, different sphere and axis lens due to refractive surprise. The problem is resolved. The cause of the event is reported as user error.

Manufacturer narrative:
H3: device evaluation: lens was returned in a micro-centrifuge vial witih moisture on the lens. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).